Event description:
It was reported that removal and re-constrain difficulties occurred. The patient undergoing endovascular repair of iliac vein compression syndrome. A 16x90/9fr uni plus 75cm wallstent endoprosthesis was advanced to treat the lesion. However, it was noted that after the physician deployed half of the stent and adjusted the stent location, the device failed to be retrieved and eventually was removed directly. The procedure was completed with another of the same device with no patient complications reported and the patient status was stable.